Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had pump error alarm. Customer states pump was not exposed to a high magnetic field. Customer states that after checking the history it was found the pump error alarm. The customer¿s blood glucose level was 14.5 mmol/l. Customer also states that battery was failed .customer states they are not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms. Device passed sleep current test, active current test and selftest. Failed battery test not confirmed.